Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of seizure h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an audio malfunction occurred. On (B)(6) 2023 it was reported by an unverified reporter via a google play review that a separate unknown reddit user experienced seizure while asleep. Neither he nor his wife heard any alarm. We have no verifiable information on the patient. We do not have contact information to verify the specifics of these allegations. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.